Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a pocket infection associated with a puffy pocket and redness around the area. When the pocket was opened for explant, visible pus drainage was observed. The entire system, including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead, and the left ventricular lead, was explanted. The patient remained in stable condition.